Event description:
It was reported by service report that the zoom drive on stretcher would seem to stop and start while using the stretcher. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell, pcb box.